Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
It was reported that there had been a small black mark on the packaging of the company's known dressing and when the packaging was opened, a small black residue had fallen from the inside. The product usage was unknown. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H11: investigation summary investigation results description. Complaint: foreign matter within product (sterile products). Product / system application product (sap): aquacel extra 12.5 × 12.5 cm (1×10pk) ster eur / 1729907 lot: 5b05092 ¿ dom: 28-feb-2025 ¿ sterilization: steris 2163-10670a (07-mar-2025 to 07-mar-2025). Region: france ¿ batch size: (B)(4) secondary (B)(4) primary). Summary of issue: one unit was reported with a small black mark on the primary packaging; when the customer opened the sachet, a small black residue fell from the inside. One photograph was provided and reviewed per work instruction (wi); product and lot were confirmed. From the single image it is not possible to conclusively determine whether the black speck originated on the inner film surface or was a loose particle within the sachet, but the complainant description supports foreign matter within the primary pack. No physical sample was returned. Batch record review: a full batch record review for lot: 5b05092 found no deviations, rework, or nonconformance's. All in-process, stat-sample and final release checks were satisfactory. Sterilization run 2163-10670a was within specification and released by steris. Process/detection capability review (pharmaceutical marketing (pmk) line): primary sachets are produced and auto-packed by the pharmaceutical marketing (pmk) line. Existing vision systems are not validated to detect very small dark specks on/within transparent film; detection relies on in-process sampling and downstream visual checks. Final operator verification at pharmaceutical marketing (pmk) focuses on carton integrity (e.g., no sachets adhered to the carton base); operators do not open sterile sachets, so minute internal specks are inherently hard to identify at validated line speeds. These limitations explain how a single small residue could escape detection while all release criteria remained met. Trend check: lot: 5b05092: no other complaints. Similar mode (last 12 months): (aquacel foam pro 10×10, system application product (sap) 1724191, lot: 4l01308, universal line) reported a ¿black mark¿; no images or sample were obtained. No pattern on system application product (sap) 1729907 or the pharmaceutical marketing (pmk) 360 line in the last 12 months. The event was isolated. Risk / impact (wi): classification remains regulatory (foreign matter within product in a sterile pack). No patient harm reported; traceability, labelling, and usability for the batch were unaffected. According to process instruction, the acceptable quality level (aql) for primary-pack contamination was 0.40 (accept 2 / reject 3 for n=200). Lot: 5b05092 met this acceptance at manufacture. Post-distribution, (B)(4) unit / (B)(4) primary has been reported; no acceptable quality level (aql) excursion has occurred. Given the single occurrence, compliant batch review /sterilization, and lack of trend, overall risk remains controlled. Conclusion / disposition: complaint evaluation: complaint confirmed (presence of black residue associated with the reported unit), source/location within the sachet not fully determinable without a sample. Root cause: undetermined ¿ single isolated occurrence. Most plausible was material contamination or contamination from operator generated particulate not detectable by line vision/visual checks at validated speeds. Corrective action / preventive actions (CAPA): not required per work instruction (wi), as this was an isolated, below-acceptable quality level (aql) event with no systemic indicators. Monitoring: continue routine complaint trending and post-market product monitoring (standard operating procedure (sop)). If further similar events arise on system application product (sap) 1729907/pharmaceutical marketing (pmk), escalate to formal investigation and reassess detection capability. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.